Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal);"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish."). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, menorrhagia, anaemia, hypersensitivity, psychological trauma, vaginal infection, abdominal pain, urinary tract infection and vaginal haemorrhage had resolved and the fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2010 patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal bleed, pelvic pain, vaginal infection, weight gain. Patient received treatment for events pain, bleeding, bladder/ urinary problem, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded/total bilateral occlusion.. Lot number: 713453 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : uti, abnormal bleeding (vaginal) as recovered was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal);"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, menorrhagia, anaemia, hypersensitivity, psychological trauma, vaginal infection and abdominal pain had resolved and the urinary tract infection, vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2010 patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal bleed, pelvic pain, vaginal infection, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded/total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received : lot number added. Following events were added : uti, abnormal bleeding (vaginal), fatigue, depression, mental anguish.medical history,concomitant conditions and reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal);"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, menorrhagia, anaemia, hypersensitivity, psychological trauma, vaginal infection and abdominal pain had resolved and the urinary tract infection, vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2010 patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal bleed, pelvic pain, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded/total bilateral occlusion.. Lot number: 713453 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, menorrhagia, anaemia, hypersensitivity, psychological trauma, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2010 patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal bleed, pelvic pain, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal bleed, allergy, psych injury, vaginal infection, weight gain were added. Patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.